Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 16 fractured. Construction was a single crown placed on the implant. Bone loss following implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.